Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's quick release was loosened. The infusion set had been used for the second day. The current blood glucose level was 399 mg/dl. There was no stress and pull on the tubing. Upon investigation, performed on the returned used device (one set), it was found that the tubing was detached from the tubing connector. No further information available.